Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a broken shaft was discovered on (B)(6) 2023. Tube insertion date is unknown.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not available. A sample analysis could not be performed because no samples were provided. The affected component is produced by an external supplier. Our assembly process only consists of a pick and place operation for this material. Due to similar cases presented in the past, actions will be documented through a corrective and preventative action (CAPA) to further investigate this issue. This complaint will be used for tracking and trending purposes.